Event description:
Allegedly plate broke.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event code is addressed in package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is completed.